Event description:
It was reported, "surgeon was using altrus fine initially. There was an audible error code, but nothing showed on the energy source monitor. I unplugged the handpiece restarted the generator and plugged it back in. Noise stopped and handpiece seemed to function. I noticed that the altrus was not sealing as well as it was before. Surgeon said it was not sealing and stopped trusting seal. Used kocher and ties instead. Patient stable, was losing blood because altrus was not sealing vessels." It was also reported there was no injury to the patient.

Manufacturer narrative:
This is an FDA reportable event due to a sentinel event reported on medwatch 1720159-2012-00093 and 1720159-2012-00096. This device has not yet been returned to conmed corporation; however, the return of the device is anticipated. Upon completion of the quality engineering evaluation a supplemental report will be filed.

Manufacturer narrative:
The altrus thermal tissue fusion system is indicated for open and laparoscopic techniques in general surgical and gynecological procedures for ligation (sealing) and dividing (cutting) of tissue when hemostasis is desired. A review of the manufacturing documents from the DHR/lhr, device history record/lot history record, for lot 13chb001 has verified the devices were produced according to current and approved procedures and material specifications. Non-conformances regarding the products identity, quality, safety, effectiveness or performance were not identified during manufacture. The original altrus handpiece utilized in the procedure was returned to conmed corporation for evaluation. The quality engineering evaluation included a visual inspection where it was noted that the flex wire on the fixed jaw was pulled and bent causing an open circuit and a non-functional device. One side of the flex wire was broken off just before the brazing joint. The bleeding that occurred in this incident was the result of the open circuit; thus, no seal being generated on the vessel the end-user was attempting to ligate. The cause of the damaged, broken wire remains unknown. The complaint investigation has not identified any manufacturing defects regarding the device; therefore, corrective action is not warranted at this time. The surgeon utilized a kocher and suture ties to stop the bleeding resulting from the device being unable to seal the vessels that were ligated. Conmed corporation is considering this complaint closed.